Event description:
While pt was being transferred in a sara nova from his bed, the mast top cover broke away, causing the pt to fall backwards. A bruise was around the pt's back. The safety strap refrained the pt from falling on the floor.